Manufacturer narrative:
The pump passed the displacement test and self test. No software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed software error detected and pump error 3 alarms are due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis